Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Since the manufacturing date of the reported meter is 2010. It has been determined that the meter was distributed beyond its useful life at the time of the complaint. No further investigation activities are required for the meter. The DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 22 mmol/l and 4.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 22 mmol/l and 4.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.